Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a possible over delivery anomaly, discrepancy between sensor glucose and blood glucose which is not within range and experienced hypoglycemia. The customer reported blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with glucose/carb intake. The event involved product(s) mmt-342, mmt-7040ma, mmt-1884, mmt-442ag. Troubleshooting was performed. The customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48hrs of reported low blood glucose event. The customer believes the pump is over delivering. Insulin delivery was not suspended due to sensor glucose and blood glucose difference. Blood glucose value from reported event was 50 mg/dl. The sensor glucose value from the reported event was 160 mg/dl. Sensor glucose and blood glucose difference is 110 mg/dl. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. Mmt-342 was requested, and the customer response was the device will be returned. Product return requested for mmt-7040ma, and the customer declined to return or is unable to return. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1884 was requested, and the customer response was the device will be returned. Mmt-442ag was requested and the customer response was the device will be returned.